Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter = 0.8, reference = 2.89, mean = 1.85, confidence limits = 1.2 - 2.3. Date: (B)(6) 2013, inratio meter = 4.4, reference = 3.18, mean = 3.79. Confidence limits = 2.2 - 5.3. The mean of the inratio meter and comparative system were calculated. For a, both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. In-house therapeutic donor testing has been performed on reported lot 303229 on (B)(4) 2013. Results as follows: (B)(4). Precision criteria have been met. No further investigation is necessary. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. As reviewed on (B)(4) 2013, (B)(4). No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, inratio: 0.8, lab: 2.89; (B)(6) 2013, 4.4, 3.18. Therapeutic range 2.5-3.0. Time between testing on both days: one hour apart. Pt self tester was milking finger after fingerstick; added multiple drops of blood.